Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 3 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that interrogation of the system controller during a clinic visit revealed low speed advisory alarms along with pump stops and driveline disconnect events. The patient was reported to be asymptomatic. Review of the submitted log file by the manufacturer's technical services representative revealed the events only appeared to occur while the pump was supported by the power module via a patient cable. The patient was admitted and was placed on an ungrounded patient cable for use with the power module. The patient was reported to be stable. On 05/27/2016, the manufacturer's technical services representative arrived onsite to perform a driveline evaluation. Evaluation of the driveline could not reproduce the reported alarms. X-rays of the driveline were reviewed and found to be unremarkable. The clinic requested that the patient be provided an ungrounded patient cable for use post-discharge. No further intervention was planned.

Manufacturer narrative:
No equipment was returned for evaluation. The patient remains ongoing on pump support using an ungrounded patient cable with no further pump stop related issues. The report of pump stoppage events was confirmed based on the evaluation of the submitted log file. Based on the manufacturer¿s complaint history and similar reported events, the events captured in the log file could have been potentially consistent with a compromised wire in the patient's driveline; however, a root cause for the events could not be determined without an evaluation of the device. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information received from the hospital personnel on 06/23/2016 stating that the long term plan for the patient is to keep him on supported using an ungrounded patient cable and the patient will be monitored. It was also stated that they believe a pump exchange or a percutaneous lead replacement is not needed.